Event description:
It was reported that during a knee arthroscopy and meniscal re-fixation procedure utilizing the fast-fix 360 curved needle delivery system, the device failed upon deployment of the t1. The t2 was floating and not in the inserter anymore. The procedure was completed using a back up fast fix 360 after failed implants were removed. There were no reported patient injuries or complications.

Manufacturer narrative:
One fast-fix 360 curved ndl delivery sys insertion needle device was returned for evaluation of the reported complaint mode, ¿t2 pre-deployment¿. A total of three devices were reported as failing. The one insertion needle and three implant/suture constructs were received. The device failures could not be confirmed. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review has identified no additional complaints for lot 50447232. (B)(4).